Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7433740; common device name: scs octrode lead, model: 3189, UDI: (B)(4), serial: (B)(4), batch: 7838351.

Event description:
It was reported that one of the patient's leads partially migrated out of the ipg header. Surgical intervention may be pending to address the issue. Investigation was unable to determine which one of the leads attributed to the event.

Manufacturer narrative:
Per the additional information received, this event no longer meets the reportability criteria.

Event description:
It was reported that the extension, not the lead, migrated out of the header.